Manufacturer narrative:
One device was received for evaluation. The device was visually inspected and foreign material larger than the specification was identified in the fluid path. The complaint is confirmed. No root cause could be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that a foreign object was identified in tubing included in the kit during their initial inspection of received product. The device was not sent to a user facility.